Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure the basket sheath peeled off. The target stone was located in the common bile duct. A jagwire guide wire was used with an autotome. Sphincterotomy was performed. The jagwire remained in the common bile duct. A rx lithotripter compatible basket was inserted to retrieve the target stone. From the endoscopic view, it was noted that the clear sheath of the basket was peeling off from the catheter inside the duodenum, before entering the common bile duct. The basket was exchanged with another of the same device and the procedure was able to be completed. There were no pt complications reported with the pt's current condition listed as "stable".